Manufacturer narrative:
Conclusion: there is no documentation that shows a causal relationship between the hospitalization for the gi bleed and the liberty cycler or any fresenius product. Additionally, there is no allegation of deficiency against any fresenius product. At this time without additional information no conclusion can be made that there was any causal relationship between the patient¿s gi bleed issue and hospitalization and the liberty cycler. However, a possible association of being a dialysis patient and the development of gi bleeding does exist. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Rmation in the complaint file was reviewed. During a follow up phone call on 08/11/2017 to the peritoneal dialysis registered nurse (pdrn), for an unrelated issue, it was discovered that this male patient was hospitalized in (B)(6) 2017 (no known date). According to the pdrn, the patient was hospitalized for a health condition unrelated to the continuous cycle peritoneal dialysis (ccpd) therapy, which was a gastrointestinal (gi) bleed. Additional information related to the hospitalization is was not available at this time.

Manufacturer narrative:
Date of event defaulted to the beginning of the month as the actual event date is unknown at this time. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pdpatient was hospitalized in (B)(6) 2017 (no specific date was provided) for gastrointestinal (gi) bleeding. Additional information and medical records were requested.